Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. The reported event of an intermittent antenna icon was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The t:slim g4 system (insulin pump system) documented and is being reported under MFR 3004753838-2017-21965

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the device had an intermittent out of range signal that occured on both the insulin pump and the continuous glucose monitoring system. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion.